Manufacturer narrative:
Follow up (B)(6) 2015: customer's lowers blood glucose level was 155 mg/dl and medical intervention was not required. The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
Customer reported programming an incorrect bolus value into the pump resulting in delivery of a greater than 20 unit insulin bolus. Customer requested info from tandem customer technical support (cts) how to cancel bolus. Cts informed the customer that the bolus had been delivered and could not be cancelled. Customer reported a blood glucose level of 234 mg/dl at time of the report. Customer was concerned that bg level would go low but indicated that glucose tablets were available if needed.